Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to water and it was off. The customer¿s blood glucose was unknown at the time of incident. Customer stated o-ring was in place. Customer stated o-ring was free of debris. Customer stated battery cap was not damaged. Customer stated the home screen did not appear on the display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.